Manufacturer narrative:
Additional information was received that the medication being infused at the time of the event was flolan (epoprostenol sodium).

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cadd cassette reservoir did not deliver medication. The reporter stated that when the customer was replacing the cassette, it was noticed that almost no medication was administered. It was reported that a "stop" message was displayed on the attached pump's screen. There are no known adverse effects to the patient due to the reported event.